Event description:
Per legal proceedings provided to lumenis legal department, a pt alleges that she sustained several burns to her legs during a hair removal procedure at the enduser location. No other details, including the severity of the burns, any medical intervention that may have been provided to the pt or the pt's prognosis, were provided to lumenis regulatory.

Manufacturer narrative:
Lumenis regulatory believes that the subject lightsheer device is lightsheer xc, but has not been able to confirm this info as of 3/20/2007. This complaint was previously closed until such time as add'l incident and device details can be obtained by lumenis through the legal discovery process.